Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed a short detected message. However, a short detected message is not necessarily an indication of a device malfunction and could indicate that the multi-function cable is shorted to the test plug. There were no critical errors found in the logs that would indicate a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.